Manufacturer narrative:
(B)(4). The sample was returned for evaluation. Light testing was performed on the sample with the help of the handle which was sent by customer. A battery was used in the handle to perform the testing. Both blade and handle were working perfectly. The device history record was reviewed and no issue that could have contributed to the reported failure was noted. The device was manufactured according to release specification. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the blade and handle. It is possible there was an issue with the power source (weak battery) used by the customer.

Event description:
Customer complaint states "during use, there was a connection failure between the blade and the handle and thus the light blinking (on/off)."no report of patient impact or consequence. No patient harm reported.

Manufacturer narrative:
(B)(4).

Event description:
Customer complaint states "during use, there was a connection failure between the blade and the handle and thus the light blinking (on/off)." No report of patient impact or consequence. No patient harm reported.